Event description:
Pt arrested in room. Defibrillator unplugged and taken into pt room, defibrillator charged to 200j and pt defibrillated. Defibrillator set to 300j and attempted to recharge. "Low battery" message across defibrillator screen and would not charge to 300j. Defibrillator promptly plugged into wall outlet and then charged and delivered several more defibrillations without fail. Removed unit from floor. Tested outputs; at 200j output was 196.5. Changed selection to 360j and fired 4 times consecutively. Charged again to 360j to obtain max charge time. Unit charged to max in 9 seconds and delivered 351.45. Unit was allowed to sit for approx 2 hrs unplugged from ac power. Unit once again was charged to 360 j. It charged in 9 secs and delivered 351.5 j. Unit performed perfectly during testing and showed no sign of battery or discharging problems. Review of equipment history shows that unit has been returned to co 3 times during last 12 months for various problems. (*)